Event description:
Two balloons were larger than the package specified. The physician believes it was a 30mm length as opposed to the labeled size of 20 mm in length. The devices were not used in the pt.